Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the atrial lead became "stuck" in the atrial port of the implantable pulse generator (ipg) during rotation and could not be removed. It was noted the setscrew on the ipg could not be located and the atrial lead was unable to be detached from the device. The lead was extracted and the device and lead were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling, visual summary analysis of the lead indicated damage at implant. The conductors appear to have been distorted during the attempted implant. There were no anomalies observed regarding the connector pin.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.